Event description:
It was reported that the patient presented for surgery with l5-s1 degenerative disc disease. The patient underwent a procedure for l4-5 plif with allograft bone and bmp and l5-s1 fusion with pedicle screw instrumentation. At 1 month post-op the patient underwent a procedure for removal of prominent/symptomatic left l5-s1 screws.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. (B)(4).